Manufacturer narrative:
Additional information received: patient provided letter of recommendation from their dentist what states the following: the patient visited the office for a periodic exam on (B)(6) 2024. During this exam, generalized minor inflammation was noted. The importance of good oral hygiene during orthodontic treatment was emphasized due to the increased risk of bone loss while orthodontic treatment is being completed. Furthermore, the importance of having periodontal evaluations and having both orthodontist and general dentist in communication during orthodontic treatment was emphasized. Additionally, the patient's occlusion was evaluated at their periodic exam. At the moment, they are in end to end occlusion with multiple diastemas present. It was expressed the importance of having this corrected as end to end occlusion can cause temporomandibular joint complications in addition to excessive tooth wear. If the patient is to continue with byte, the dentist would like to be in communication with the orthodontist working on their case. Furthermore, the completion of her orthodontic treatment should not be in end to end occlusion as this is a malocclusion. If the patient is to continue with byte, please correct this. If both of these requests are not possible, it is recommended that the patient cease treatment. Correcting health effect impact code from 4648 to 4614. Adding medical device problem code 2682. Adding health effect clinical code 1932. This is a follow up report for additional information and corrected information.

Event description:
Patient reported, that their dentist has advised them to discontinue use of the aligners, due to bone loss in their lower arch. From the over corrections. They also have problems with their bite. They want to discontinue aligner treatment.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.